Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was heating up was confirmed. An assessment was performed and it was observed that the device failed air pump assessment. It was noted that the console did not display ¿a-1¿ when the hose was pinched at the swivel end of the handpiece. During repair it was observed that the swivel shield mount was broken. It was noted that this component connects the inner hose to the swivel subassembly which provides the air flow to cool the handpiece. The assignable root cause was determined to be component damage caused by misuse, abuse, or user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the handpiece device was heating up. There was no delay in the surgical procedure as an identical spare device was available for use. There was no patient involvement. It was reported that an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: it was inadvertently documented in the initial medwatch report that the complaint for heat was confirmed. Upon further investigation it was observed that the complaint was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed air pump assessment and testing the console did not display ¿a-1¿ when the hose was pinched at the swivel end of the handpiece. During repair it was observed that the swivel shield mount was broken. It was noted that this device connects the inner hose to the swivel sub-assembly which provides the air flow to cool the handpiece. It was determined that the issue with the damaged connector is consistent with mishandling by dropping, hitting or crushing the swivel shield causing it to break. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.